Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the drawers were not opening. A technical support specialist (tss) remoted into the cabinet and confirmed the network adapter was populated and the network configuration was correct. Event viewer showed the issue was associated with pi 55845. The medbank application was closed and reopened, and the drawers came back online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank customer state drawer was not opening when issuing a medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.